Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the right atrial (ra) lead was oversensing noise resulted in inappropriate mode switch episodes. No intervention was performed, and the clinic will continue to monitor the patient. The patient was in stable condition.